Manufacturer narrative:
A medtronic representative, following up with the surgeon, reported that after discussing the tracer registration pattern the surgeon made adjustments and has not had an issue with accuracy or registering. The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration. There were no further issues reported.

Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains warning regarding metal interference: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."

Manufacturer narrative:
On 03/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/05/2016 software investigation completed. Findings are that a toshiba aquilion scanner was used for scan and 3d model loaded initially as a block. After adjusting threshold, a good skin model representation could be made. However, there was a large, metal head-frame included behind the patient's head that could not be cropped or deleted. Tracer pattern and registration details are no longer available for th is patient. The same surgeon was trained on a better tracer pattern. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged difficulty with tracer registration. The surgeon alleged the collected points would shift in the right direction after the post-processing and then it would fail. The medtronic representative the 3d model and the surgeon received a passing registration after about 3 tracer attempts. The alleged inaccuracy was approximately 3 millimeters in the posterior direction. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.